Event description:
During the procedure and pack of raytecs were opened on the surgical field and counted. Scrub personnel noticed there was not an rfid [radio-frequency identification] sewn into the raytecs. Raytecs were immediately removed from the field and accounted for. Packaging was recovered, given and escalated to management.